Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced seizures. Customer did not troubleshoot their low blood glucose reading. Customer stated the insulin pump stopped working. Insulin pump will be returning for analysis.